Manufacturer narrative:
A2 - date of birth: 1960

Event description:
It was reported that surgical intervention was required to remove a ruptured balloon. A mustang balloon was selected for use to dilate an expanded stent. While expanding the implanted stent, the mustang balloon ruptured. It was noted that the mustang balloon had burst crosswise, instead of lengthwise along the balloon. As a result, the mustang balloon catheter could not be pulled through the introducer sheath. The patient was brought to the operating room where an operation was performed to remove the balloon catheter from the patient. It was further reported a mustang balloon was selected for use in angioplasty procedure with stenting. There was heavily calcified aortic plaque in the infra renal part. The stenosis was approximately 80%. The previously stented iliac was not very tortuous. The patient had been previously transplanted with a renal transplant artery to the left external iliac artery. The balloon inflation medium used was 50/50 visipaque and saline. The balloon ruptured between 5-6 atm in the infra renal aorta. The ruptured balloon could not be removed. It was stuck in a 6fr non-bsc sheath. The sheath accordioned when it was pulled. The sheath was then pulled out in an attempt to remove the balloon, but it was unsuccessful. The balloon and sheath had to be removed with open surgery. A repeat procedure is planned for the patient in the future.

Manufacturer narrative:
A2 - date of birth: (B)(6).

Event description:
It was reported that surgical intervention was required to remove a ruptured balloon. A mustang balloon was selected for use to dilate an expanded stent. While expanding the implanted stent, the mustang balloon ruptured. It was noted that the mustang balloon had burst crosswise, instead of lengthwise along the ballon. As a result, the mustang balloon catheter could not be pulled through the introducer sheath. The patient was brought to the operating room where an operation was performed to remove the balloon catheter from the patient.